Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling on a laparoscopic procedure, the surgeon was able to press the green button but was unable to squeeze the handle. The stapler stopped after the first shot. It did not work anymore and had to be changed with a new stapler. There was no patient injury in this event.